Manufacturer narrative:
The insulin pump was received with all buttons properly functioning, no unexpected time reset, no random beeps, no damage to the keypad traces and no stuck piston during testing. The insulin pump passed the displacement test and no reservoir alarm functioned properly during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly on the insulin pump. Customer's blood glucose reading was 490 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the insulin pump was stuck on the status screen and rewind was complete. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.